Event description:
Subsequent to the previous report, the additional information was received: it was noted there was a new possible posterior leaflet prolapse and the recurrent mr was possibly due to disease progression. Reportedly, there was no device related tissue injury. It was reported that on (B)(6) 2024, worsening heart failure was noted. Severe mr along with the p2 prolapse at the lateral edge of the mitraclip was noted. The mitraclip remained securely attached to both leaflets. The mean mitral valve gradient was noted at 6mmhg. Mitral stenosis had not been diagnosed. Evaluation for another clip is being performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported heart failure appears to be a cascading effect of the mitral regurgitation (mr). Heart failure is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2022, bradycardia was noted on the follow-up electrocardiogram. The patient has a history of bradycardia. Per physician, the bradycardia was not serious. No treatment or intervention was required for the bradycardia event. On (B)(6) 2024, mitral valve surgical repair or replacement was performed as treatment.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported bradycardia appears to be due to patient condition. Bradycardia is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case specific circumstances as mitral valve surgical repair or replacement was performed as treatment. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Crd_947 - repair mr ide stud. Patient ID: (B)(6). It was reported that on (B)(6) 2021 the patient presented with degenerative mitral regurgitation (mr) grade 4+. 1 clip was implanted successfully, reducing the mr to grade 1+. There were no complications. On (B)(6) 2022 the patient returned for a follow-up and moderate recurrent mr grade 2+ was found. Per the physician the event was not serious. There was no treatment or intervention provided, and no additional hospitalization. No additional information was provided.